Manufacturer narrative:
Customer returned meter and test strips lot number 11367. Returned meter and test strips performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate high readings was not duplicated during testing.

Event description:
A complaint of high readings was received on a customer's precision xtra blood glucose meter. The customer treated with insulin after they obtained a reading of 84 mg/dl. The customer experienced hypoglycemia and lost conciousness. The customer's wife called out the emergency doctor. There are no details available on any treatment the customer may have been given. A comparison test was performed using another meter, type unknown. There are no further readings available. The customer's meter and test strips have been requested for investigation.